Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The UDI was corrected. Medical device problem code was updated to reflect the report of the pump not alarming air-in-line. Reference to complaint # (B)(4).

Event description:
On 08/13/2024, znyo medical received a report from the customer reporting theyt had similar issue where the air had made it past the pump while infusing. The nurse was able to catch it before it got to the end of the line. No patient injured/harmed reported.

Manufacturer narrative:
The pump has not been returned, it was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available.